Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 40 mg/dl or above. Suspected cause was due to having a basal rate that was too high and that the customer manually requested and delivered multiple boluses that ended up being too much insulin. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.